Event description:
This was reported as an arteriotomy closure of the left common femoral artery with a prostyle device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, the suture separated when the plunger was removed. The knot was found untied upon removal. Hemostasis was achieved with a new prostyle device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.